Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. During periodic maintenance, the manufacturer¿s international service technician reported the navigation ring had operational failure. The manufacturer¿s international service technician confirmed the reported nav-ring issue. The manufacturer¿s international service technician replaced the front bezel to address the reported problem.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the navigation ring had operational failure.

Manufacturer narrative:
Added report source and usage of device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.